Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) adjusted the sample/reagent pipetter. The fse cleaned the system water and found debris in the system water hole and decontaminated the system. The customer had no further issues following the service visit. Qc was acceptable. The customer did not use rack adapters for the 13 mm sample tube. The sample was centrifuged for 5 minutes at 35000 rpm. The centrifugation time does not appear to be long enough based on the type of sample tube the customer uses. No issues were identified during a review of the alarm trace data. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs stat on a cobas e 411 immunoassay analyzer. The initial result was 17.64 pg/ml with a data flag. This result was reported outside of the laboratory. A 2nd sample was obtained and the result was 360.9 pg/ml. This result was reported outside of the laboratory. A 3rd sample was obtained and the result was 15.69 pg/ml. This result was reported outside of the laboratory. The physician questioned the result of 360.9 pg/ml from the 2nd sample and requested repeat testing. The repeat result from the 2nd sample was 16.55 pg/ml. The troponin t hs stat reagent lot number was 34588801 with an expiration date of 31-dec-2019.